Manufacturer narrative:
Concomitant medical products: product ID: addrl1 ipg, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had mitral valve surgery and prior to the surgery there were no issues with the thresholds of the right atrial (ra) lead on device interrogation. However post surgery on device check, high thresholds were observed on the ra lead. The ra lead was reprogrammed. The lead was inactivated and replaced later. No patient complications have been reported as a result of this event.